Event description:
The customer reported that while the unit was in use on a patient, the unit generated an "autofill failure" alarm during the initial balloon fill. Three consecutive attempts also failed. The iabp was replaced and therapy was continued. No patient injury was reported.

Manufacturer narrative:
The company representative was unable to duplicate the reported event of "autofill failure". The company representative checked the calibration and checked blood detect circuit and found it operating within specifications. The company representative replaced screw covers (part number 0334-00-1666). The company representative performed operation and safety tests. The unit met factory specifications and was returned to the customer. (B)(4).